Manufacturer narrative:
Additional information: a1, h6, h10. Additional information received that the error didn't occur during use, it happened during start up on the device.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was then powered on and backup audible alarm post duplicated during power up process. The main pcb was not working as intended and was determined for the reported failure. However, no external damage or contamination to main pc board was found. The problem source was ultimately determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion pump had system fail back up audible alarm. No patient adverse effects reported.